Manufacturer narrative:
Implant date: if implanted, give date: right eye lens was implanted on (B)(6) 2016. Left eye lens implanted on (B)(6) 2016. However no information was provided to clarify which lens serial number was implanted in each eye. Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zxr00 intraocular lens in both eyes the patient complained about glares. A zxr00 was implanted on the right eye (od) on (B)(6) 2016 and another zxr00 was implanted on the left eye (os) on (B)(6) 2016. The lenses remain implanted. A yag capsulotomy was required in the right eye and prk (photorefractive keratectomy) was required in both eyes. Patient's visual acuity: visual acuity pre-operative: 20/50 od cc (with correction) 20/25 os cc, visual acuity post-operative: 20/50 od sc (without correction) 20/50 os sc. No further information was available. This report will capture lens sn number (B)(4) and a separate MDR is being filed for lens serial number (B)(4).